Event description:
It was reported that the patient received a shock due to oversensing. It was later reported that the rv sensing portion was switched with lv lead in the connector ports. Defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.